Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device had been in his pocket. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.